Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-03778. It was reported that inadequate stent apposition occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 28x4.00mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, post stent implantation, it was noted that the proximal part of the stent was insufficiently dilated. Subsequently, a 5.50mm x 12mm nc emerge® balloon catheter was used for post-dilatation. However, during the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.